Event description:
It was reported that the patient presented in clinic for follow up with an implantable cardioverter defibrillator that exhibited failure to interrogate due to the lack of radiofrequency telemetry. Programming changes were made, the telemetry was restored. There were no patient consequences.